Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The day after the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with injection vancomycin (intravenously, 500 milligram and once daily) and injection magnex (intraperitoneally, 1 gram and three times a day) for peritonitis. At the time of this report, treatment with vancomycin and magnex was ongoing and the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the antibiotic treatment for the peritonitis was completed, the patient¿s peritoneal effluent was clear, and the patient was reportedly ¿doing well¿. Twenty days after peritonitis onset, the peritonitis was resolved, the patient was recovered and discharged from the hospital on the same day. Should additional relevant information become available, a supplemental report will be submitted.